Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11/feb/2024. Additional, changed, and/or corrected data: g1.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture, other-medical and capsular contracture was received on january 25, 2024, with lot number 46018. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on radius side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ other-medical: no observed.